Event description:
During a lap thyroidectomy procedure, during use on the patient, the generator alarmed and displayed error code 5. The blade could not work. Then another new one was used for the procedure. No patient consequence.